Manufacturer narrative:
The reported event of damage during ipg was visually confirmed. As received, extension lead was complete but into two segments. The root cause is consistent with explant damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31291. It was reported during a procedure (see manufacturer reference number 1627487-2020-30550 and 1627487-2020-30551) the physician unintentionally cut one of the extensions. The extensions were explanted and replaced to address the issue.